Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. Customer provided a photograph of the wire fragment that was removed. Per the customer, the wire was advanced and withdrawn through the access needle in order to navigate the patient's anatomy. The advancing and withdrawing motion through the needle resulted in the reported failure. Review of the device history record did not reveal any exception documents. The information provided indicate the device was not operated in a manner for which it was designed resulting in the noted failure. The instructions for use clearly state the h2o wire should not be advanced or withdrawn through any metal cannula. Phone conversations with customer, evaluation of photograph provided by customer, device history record was reviewed.

Event description:
A 12cm segment of the h2o wire sheared off during access of the subclavian vein through the .018 gauge access needle. The wire fragment was noticed during fluoroscopy in the left pulmonary artery. Initial attempts to snare the fragment were unsuccessful. On (B) (6)2010, the wire fragment was snared from the left pulmonary artery by the physician. There was no reported harm or injury to the patient.